Manufacturer narrative:
Based on the claim against the product by the customer noting a broken jaw, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have a broken grip at the midpoint of grip. A piece approximately 0.185" x 0.645" was found to be broken off. The broken piece was not returned. Common causes of the failure mode are typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws. This damage during use may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. The complaint regarding a broken jaw was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. A review of the instrument log for the instrument associated with this event has been performed. Per logs, the instrument (part# 470347-12 / lot# k12220912 0915) was last used on (B)(6) 2022 via system sk1936, with 6 uses remaining. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The probable root cause of a broken grip tip is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is being reported due to the following conclusion: failure analysis investigations confirmed a missing piece from the tip-up fenestrated grasper instrument. The missing piece could fall inside the patient during the surgical procedure. While there was no reported harm or injury to the patient, and the customer had reported that no fragment fell inside the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling inside the patient may require surgical intervention.

Event description:
It was reported that during central processing, the jaw of a tip-up fenestrated grasper instrument was broken. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.